Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: (B)(4). Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that 10 unspecified bd eclipse¿ needles had issues with blood exposure, 15 needles' safety shields broke off, and 20 needles were clogged. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of clinician exposure to body fluid or blood (10), the safety shield broke off (15), needle clogged/blocked (20), needle dull/blunt (10), and needle bent (30)." "Additional information related to safety shield broke off: "the patient¿s pain." Additional information related to needle clogged/blocked: "could not be injected." Additional information related to needle dull/blunt: "could not be injected." Additional information related to needle bent: "the patient¿s pain.""